Manufacturer narrative:
Customer contact phone number: (B)(6).

Event description:
It was reported that balloon component of the portex endotracheal tube was leaking. Aspiration was reported, and oxygenation could not be maintained. The airbag was inflated and the pressure was monitored. The operator stated that the endotracheal tube would be replaced, if required. No patient injury or further complications were reported in relation to this event.